Event description:
The customer reported an erroneously elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving access 2 immunoassay system. The customer indicated the patient sample had a normal troponin I result the following morning. The erroneous result was released from the laboratory and questioned by the physician. There was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) performed major preventive maintenance (pm). The fse replaced the incubator belt, peristaltic pump tubing, checked alignments, and cleaned the wash wheel of wash buffer deposits. The fse performed volume checks with acceptable results. The fse performed precision test using wash buffer with a mean result of 0.01 ng/ml. The fse also performed system check with results meeting service specifications. Calibrations and controls were acceptable. The fse returned to the facility on (B)(4) 2012 and proactively replaced the reaction vessel holders, the wash pump seal, and the wash pump o-ring. The fse also discovered the wash wheel bearings broken and replaced the bearings. The fse performed a 50-repetition analysis using wash buffer and recovered troponin I results of 0.45, 0.00, and 0.01 ng/ml. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. All related medwatch reports associated with this event: 2122870-2012-01759, 2122870-2012-01760, 2122870-2012-01761.